Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over one hour occurred. On (B)(6) 2023 it was documented that the patient experienced signal loss for 3 hours or more. The patient mentioned feeling hot, difficult with walking, vomiting and experienced presyncope. The continuous glucose monitor (cgm) was not working due to the device still displaying signal loss intermittently since (B)(6)2023. The patient checked her blood glucose reading and it showed 397 mg/dl. The patient decided to be self-treated with 7 units of insulin and went to the emergency room with a family member. There, she was diagnosed with diabetic ketoacidosis and given 5 units of insulin and 2 liters of fluid. She was discharged after 6 hours. At the time of the report, the patient had recovered. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. On 11/14/2023 it was documented that the patient experienced signal loss for 3 hours or more. On 11/16/223, the patient mentioned feeling hot. The continuous glucose monitor (cgm) was not working due to the device still displaying signal loss. The patient checked her blood glucose reading and it showed 397 mg/dl. The patient decided to be self-treated with 7 units of insulin and went to the emergency room with a family member. There, she was diagnosed with diabetic ketoacidosis and given 5 units of insulin and 2 liters of fluid. She was discharged after 6 hours. At the time of the report, the patient had recovered. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.